Event description:
A hair (approximately 3 inches long) was noted on the sterile drape which was on the sterile table. It was noticed before the patient was on the table. Once noticed, the entire table / set up was thrown away. Everyone in the room had on hair covering and masks.